Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were reported on the right atrial (ra) lead. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.